Event description:
The contact stated the customer was receiving low blood sugar readings. It was confirmed the meter was set in mmol/l. The customer did not adjust diet or allege any adverse events due to the readings. The contact was able to reset the meter to mg/dl, and no product will be returned for evaluation.